Event description:
It was reported that the user experienced a prolonged low blood glucose episode with a reading of 56 mg/dl while using the ilet system, during which alarms were not heard for approximately one hour; the user self-treated with oral carbohydrates using the 15/15 method, returned to range after waking, completed blood glucose questions with the agent, and updated firmware to address alarm fatigue, and plans a factory reset after a strenuous activity session. Investigation included product technical support and user education. Further investigation of this case revealed user factors including missed alarms during sleep and subsequent corrective actions, with no device malfunction reported. There were no clinical symptoms reported by the user associated to hypoglycemia. Outcomes included transient interruption of normal activities due to the event, with recovery after treatment and no need for medical intervention or transport. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia with cause unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.